Manufacturer narrative:
Investigation into this event showed that the customer had observed imprecise results for approximately one month. The field engineer replaced the immunowash fluid pump. Post service precision test results were acceptable. The root cause of the event was instrument related.

Event description:
A customer observed multiple imprecise phyt patient and qc results. No biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event.